Event description:
It was reported that during a ptca/stent procedure, while advancing the guiding catheter, a kink was observed at the transition between the soft tip and the guide shaft. An attempt was made to straighten the tip kink by inserting the inner catheter, but it would not pass through the guiding catheter. The guiding catheter was then removed and the tip was observed to have been torn off. The soft tip was reported to be lost in the periphery.